Manufacturer narrative:
Retinal detachment is more likely to occur in people who are extremely nearsighted, had previous retinal detachment, have a family history of retinal detachment, have had cataract surgery, certain eye diseases/disorders, or eye injury. However, it cannot be confirmed whether the laser system and treatment contributed to the reported event. Currently, there is no known correlation between vacuum suction on the eye and retinal detachment. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A company representative reported a retinal detachment occurred two months post laser assisted cataract procedure in a high myopic patient. Prior to the detachment, the patient had recovered well from the cataract procedure. Patient reported eye discomfort and went to the hospital and detachment was noticed. The cataract surgeon is concerned whether the vacuum suction from the laser may have caused this detachment. Upon follow up, the patient had a vitrectomy done after the retinal detachment was found. Silicone oil was injected intraocularly. The patient was dismissed from the hospital and returned home.